Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Event description:
The customer reported that the platelet product had a red-tinge after adding the platelet additive solution (pas) and they would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the procedure was completed with no issues and the platelet product was transfused. No medical was required for this event. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run files. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Initial reporter full email address: henriette.lykke.michelsen@sshf.no investigation: the customer stated that the platelet product looked normal before pas addition. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue and there were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: the analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or is partially occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs is pulled up and can enter the product bags causing the product to turn pink or red. It is probable that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline then an alert is generated. At all times during the pas addition, the tests were in place but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition. Additional information: complaint data for this customer was reviewed and there were no other incidents involving user interface, therefore no customer retraining is necessary at this time